Manufacturer narrative:
UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): k926214. This has been deemed reportable based upon visual inspection of the actual sample upon receipt. The actual sample was received for evaluation. Inspected with naked eye revealed peeling of the outer layer in the section from 187 mm to 195 mm from the distal end. The core wire was exposed in this section. Magnifying inspection of the actual sample found multiple abrasions in the section from 180 mm to 187 mm from the distal end. The end of the peeled outer layer (at approximately 187 mm from the distal end) had been turned back 2 mm distally. The peeling of outer layer had occurred over the entire circumference and the core wire had been exposed. The end of the peeled outer layer at approximately 195 mm from the distal end was in a round shape, which did not match with the shape of the other end at approximately 187 mm from the distal end. Based on the above results, the outer layer of the actual sample was presumed to be missing about 6 mm. Electron microscopic inspection of the actual sample found that the end of the peeled outer layer (at approximately 187 mm from the distal end) seemed to have been torn off. At the other end (at approximately 195 mm from the distal end), smooth fracture surface, sharp cut, torn-off shape, and scooped shape were partially observed. The outer diameter of the actual sample was measured and confirmed to meet the control criteria. A review of the device history record of the product code/lot# and the shipping inspection record of the involved combination was conducted with no findings. Simulation test: the condition of the actual sample inferred that it might have come into contact with a hard object such as a metal device. Assuming a combination use with metal devices, the following simulation tests were performed. Combination use with a metal needle. The outer layer peeled off over half the circumference, forming a straight line at the distal end and an arc at the proximal end. The fracture surface of the peeled outer layer was smooth. Damage characteristics partially similar to that of the actual sample were observed. Combination use with a metal inserter: the outer layer peeled off around the entire circumference, and the distal end of the outer layer had been pushed inward, and the proximal end looked like it had been torn off. In addition, buckling was observed on the distal side of the peeling. Damage characteristics partially similar to that of the actual sample were observed. IFU states: do not manipulate or withdraw the glidewire through a metal entry needle or metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. No abnormality was found in the production records and dimensions of the actual sample. It was likely that the outer layer might have peeled off due to contact with some hard object (such as a metal device), resulting in a loss of approximately 6 mm. However, the information about the concurrently used device was unknown, in addition, since the simulation test could only partially duplicate the damage characteristics of the actual sample, it was not possible to identify the mechanism of occurrence of the damaged state of the actual sample. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during pre-treatment, when the radifocus guidewire m was opened the for pci, they found the coating had been peeled off. It was changed out to continue the pci. The procedure was finished with no further problem. The procedure was completed successfully. The patient was not harmed.